Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly. The customer's blood glucose level was 142 mg/dl. The customer connected the pump to a power source and the pump briefly turned on. Subsequently, the pump was unresponsive. Reportedly, the customer has manual injections as alternate therapy.